Event description:
The customer reported to olympus, that the telescope "ultra", 5.4 mm, 0° had a missing light source adapter lens during inspection. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: image is distorted, internal lens has cracked, and serial number ring has faded. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported missing light source adapter lens issue could not be determined, however, the identified fault patterns are likely attributable to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.